Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02400. It was reported that the patient experienced ineffective stimulation. Imaging revealed one of the leads had migrated. In turn, surgical intervention was undertaken wherein the migrated lead was repositioned into place. Post-operatively, stimulation therapy was restored. It is unknown which lead was repositioned, therefore both leads are being reported.